Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 5 mg/ml for a total dose of 0.7196 mg/day via an implantable pump for non-malignant pain and other chronic/intact pain (trunk/limbs). It was reported patient experienced discomfort at pump pocket site. It was noted patient lost 70 pounds, and caused, contributed, or led to the issue. No diagnostics/troubleshooting was performed relating to the issue. It was noted a pocket revision occurred. It was noted that the issue was resolved at time of event, and patient's status was "alive-no injury." It was noted that surgical intervention did occur. On (B)(6) 2017 pump pocket moved slightly cephalad and lateral to existing one, so that pump was no longer sitting at an angle and was causing the patient discomfort. The proximal section of the catheter and connector were replaced. The patient's weight was noted as (B)(6). Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.